Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
During the procedure, harvester was introduced the endoscope into the cannula. She was unable to introduce the endoscope there is some restriction. Defect in the cannula, completed the procedure with the new kit.